Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It has been reported that readings were over 20% off. Data was provided for evaluation and was undetermined. The complaint confirmation and probable cause could not be determined. Reported values fall into c peg zone. No injury or medical intervention was reported.